Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 12mm emerge® balloon catheter was advanced to dilate the lesion. Upon the first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There were numerous hypotube kinks. The balloon and markerbands were examined. Microscopic examination of the balloon revealed a 3mm tear in the balloon material on the distal end of the device. Microscopic examination presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 12mm emerge® balloon catheter was advanced to dilate the lesion. Upon the first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.